Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: electric pen drive device ((B)(6) 2022). Reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) two electric pen drive devices would overheat and turn off after 10-minutes of working. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The electric pen drive device was evaluated and the reported condition that the device was heating up was not confirmed, therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device would not run ¿ motor damage. It was further determined that the device failed pretest for check function with test hand switch, functional test fwd (forward) and rev (reverse) running, check function with foot pedal, check power with power test bench, and check speed with tachometer. Therefore, the reported condition that the device turned off by itself was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.